Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found scratched mixer paddles (758383) and a bent reagent probe b (a15792). The fse replaced both the mixer paddles and the reagent probe to resolve the issue. (B)(4).

Event description:
The dxc 800 pro generated high ma (microalbumin) qc results and the customer found 3 erroneously high ma patient results were reported outside of the lab. There was no impact to patient treatment. The customer ran those 3 patients on her 3 systems. The system sn (B)(4) was the one reporting the problem and the patient samples were rerun on that system once.